Event description:
It was reported that on (B)(6) 2011, a 2.5 x 38 mm xience prime stent system was advanced into the patient anatomy and the stent deployed in the mildly tortuous and calcified mid left anterior descending artery (lad). A 3.0 x 38 mm xience prime stent system was then advanced and the stent deployed in the mid to proximal lad, overlapping the previously implanted stent. There was no clinically significant delay and no adverse patient effects. The patient was discharged to home. On (B)(6) 2011, the patient was re-admitted to the hospital with complaints of chest pain. Coronary angiography revealed that there was a thrombus proximal to the 3.0 x 38 mm xience prime stent. A thrombectomy was performed with aspiration of the thrombus. A dilatation catheter was advanced and the balloon inflated to perform dilatation. A 3.0 x 18 mm xience v stent system was then advanced and the stent deployed proximal to the previously placed 3.0 x 38 mm xience prime stent. There was no clinically significant delay and no adverse patient sequelae. The patient was discharged to home. No additional information has been provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Angina and thrombosis are known adverse events as listed in the xience prime instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture or design.